Event description:
Reported 1 suspected false positive for sars results for one symptomatic patient after 1 day of onset of symptoms. The results were not confirmed, but were negative upon repeat a 2nd time.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Unable to determine. Source: phone.